Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, a vyaire technical representative analyzed the logfiles and mentioned that the errors indicate a possible issue with a burnout component in either the main electronic and/or the life-board. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista 1000 ventilator gives technical failures 300, 394, 315, 344, 345, 344, 300 and 347 errors. No patient involvement.

Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h11 results of investigation: no product was returned for evaluation; therefore, a definitive root cause could not be determined, and corrective or preventive action is not indicated at this time. This complaint will be included in the ongoing complaint trending analysis. A supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.